Event description:
While wearing the sound processor, the pt reported experienced intermittencies. In february 2005, the pt was seen by a company representative for evaluation. Testing performed confirmed that the pt's device was no longer functioning.